Event description:
Bag spike was having trace amounts of tpn leak and cause a build up around the top of tubing. This is a flexible tubing that we spike with our existing IV tubing to allow administration through 2 lines. The tubing is soft and could potentially stretch which may have led to this issue.